Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
At the end of the implantation procedure for a platinium vr, just after connecting the usb key, the programmer had frozen when the end of the session was requested. The subject programmer should have been restarted with the workaround ctrl+alt+del. There was no issue observed after the restart, the usb port should have been changed in order to recognize the key. Preliminary analysis showed that usb key contained more than 1800 patient records which have been analyzed by the manager in background. This slowed down the system which looked not responsive. The programmer is fully operational.

Event description:
At the end of the implantation procedure for a platinium vr, just after connecting the usb key, the programmer had frozen when the end of the session was requested. The subject programmer should have been restarted with the workaround ctrl+alt+del. There was no issue observed after the restart, the usb port should have been changed in order to recognize the key. Preliminary analysis showed that usb key contained more than 1800 patient records which have been analyzed by the manager in background. This slowed down the system which looked not responsive. The programmer is fully operational.